Event description:
After unk amount of iab therapy. A balloon leak was detected via blood in the tubing. The iab was removed and replaced. No pt injury occurred as a result of this event however, it was reported that the pt expired later.